Event description:
This is a report of a patient who experienced an unspecified infection and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was due to heart failure and sepsis. On an unknown date, the patient was hospitalized for an unknown infection in the pd catheter that progressed into sepsis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. During hospitalization, the patient experienced a cardiac arrest and resuscitation attempts were unsuccessful. It was reported that the patient was performing pd therapy during hospitalization but was not connected to the cycler at the time they passed away. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The listed sections have been updated to coincide with a change in the product coding to an unknown disposable (previously coded to hardware). It was reported that the patient did not had any peritonitis event prior to death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.